Event description:
Complainant alleged that during training on the operation of the device by the staff. The device failed to discharge energy. The complainant indicated that there was no pt invovlement in the reported malfunction.